Manufacturer narrative:
A serial number was not provided; therefore the device history records could not be reviewed.

Event description:
The user facility reported a patient sustained a burn while they were using a stellaris handpiece. The doctor secured the wound with one suture. It was confirmed during the post-op visit that the patient recovered. The handpiece was taken out of rotation, so there is no way to identify the exact hand piece.

Manufacturer narrative:
The trend analysis, risk analysis and/or directions for use review were considered acceptable, with the product performing within anticipated rates. Analysis of the non-conformance database showed no non-conformance reported against the bl3170 related to the complaint description for the last 18 months. This investigation is complete.